Event description:
It was reported to medtronic neurosurgery that the valve was observed to be leaking during pre-implantation testing.

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of the valves are 100% tested at the time of manufacture.